Manufacturer narrative:
(B)(4). Dexcom labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2017. It was reported that after the patient's sensor session expired, the patient noticed that the skin was raised and saw a little pus at the sensor insertion site. On (B)(6) 2017, the patient saw their endocrinologist and they advised the patient to contact dexcom. The doctor did not provide any treatment or prescriptions. At the time of contact, the patient was doing fine. No additional patient or event information is available.